Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of huat0176 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2017 the rn noted that the child's central line had a break near the needleless connector of the red lumen at 1000. The line was clamped, physicians were notified and the patient had the line removed and a new line was placed. Additionally the facility stated that in the 24 hours prior to the line being discovered as cracked, the patient would have received heparin flush (10 units/ml) at a dose of 2 ml. It was also used to administer ondansetron 2 mg, total parenteral nutrition, and dextrose 5% water. No patient injury was reported.